Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to noise and oversensing. It was suspected that this was due to air entrapment in the header. Analysis was performed and it was observed that the shock delivered had an impedance of 1 ohm. Afterwards, an alert of high out of range shock impedance measurements was displayed. Electrode fracture is being suspected along electrode damage. X-rays were performed in order to address system position which was normal. It was decided to explant and replace this system. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a fractured conductor cable, located 73-78 mm from the terminal end. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the associated device case. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The reported noise, oversensing and high out of range impedance measurements are likely the result of the lead damage observed by the laboratory. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to noise and oversensing. It was suspected that this was due to air entrapment in the header. Analysis was performed and it was observed that the shock delivered had an impedance of 1 ohm. Afterwards, an alert of high out of range shock impedance measurements was displayed. Electrode fracture is being suspected along electrode damage. X-rays were performed in order to address system position which was normal. It was decided to explant and replace this system. This system is expected to be returned for analysis. No further adverse patient effects were reported.